Manufacturer narrative:
Additional information has been provided in d.10., e.1., h.3., h.6. And h.10. The phaco handpiece (hp) was received and a visual assessment of the returned sample found no visual nonconformity. The returned sample was connected to a calibrated system. The handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The temperature of the hp shell was measured and did not meet specifications. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements, which found the stroke measurements of the handpiece did not meet product specifications. Disassembly of the handpiece revealed that the crystal stack was fused together, causing the observed failure mode. The root cause of the reported event can be attributed to the fusing of the crystal stack causing an electrical short circuit between the high and low electrodes. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported the phacoemulsification (phaco) handpiece was hot during use. Procedure details and patient impact have not been confirmed. Additional information has been requested but not received.